Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was also reported via phone call that the customer's insulin pump received a power loss alarm. Customer's blood glucose levels at the time 6.2 mmol/l. Advised insulin pump would be replaced.

Manufacturer narrative:
The power loss alarm, low battery alarm and power error confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarm was triggered when back up battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Power loss alarm occurred after error alarm was cleared. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump received with minor scratched lcd window, cracked battery tube threads and scratched case.